Manufacturer narrative:
Concomitant medical products: product ID 4058m52, lead, implanted: (B)(6) 1993.

Event description:
It was reported that the atrial lead had high threshold, low impedance and the patient experienced pocket stimulation with atrial pacing. It was further reported that the right ventricular (rv) lead had low impedance and had to be programmed unipolar in order to function adequately. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.